Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient had a 3.0 x 20mm taxus express2 drug eluting stent implanted in the left anterior descending (lad) artery. One year later, the patient experienced chest pain and thrombosis was noted in the previously implanted taxus express2 des. An unk type of guidewire was inserted and a 3.5x23mm non-bsc bare metal stent was implanted "on top" of the taxus stent. The vessel was revascularized and the case was finished. There were no add'l complications reported and the patient's current condition is unk. It was noted that the patient stopped taking plavix "10 days ago". Repeated requests for add'l info have been made; however, no info has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.